Manufacturer narrative:
Corrected d3: manufacturing site address. A review of the manufacturing records showed all requirements were met. During an evaluation of the treatment tip, service confirmed dielectric damage along the radio-frequency trace of the tip. Investigation found radio-frequency trace damage on the tip membrane was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio-frequency trace. This damage caused arcing and subsequent burn-through of the flex circuit membrane. This damage can result in the tip sparking during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns.

Manufacturer narrative:
The physician confirmed that prior to the treatment the tip was examined and nothing was noted on the surface. The tip was returned and evaluated. The evaluation revealed that the tip passed flow, thermistor testing. It failed leaking and visual testing due to the observation of a dielectric breakdown on the tip. No functional testing was able to be completed as the dielectric breakdown was present. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported to a distributor that during a facial laser treatment, on the 475th rep at 3.5 energy, there was a spark and the consumer was burned on their left lower cheek. After the spark they experienced pain, redness, swelling and a blister. The patient was prescribed hydrocortisone butyrate and was told to use a cooling method. The doctor did confirm an unspecified error message occurred when the tip was connected.